Event description:
Sales rep reported on behalf of the customer that an implanted exeter stem snapped spontaneously with no reported trauma or prodromal symptoms.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.